Manufacturer narrative:
(B)(4). (B)(4). The device has been received. The investigation is not yet complete.

Event description:
Device issue: kinked and separated. Time of device issue: during the procedure. Adverse event: retrieval of separated device. It was reported that during a superficial femoral artery atherectomy procedure, a non-abbott wire was used to deliver the nav 6 embolic protection device. While retrieving the filter, the filter retrieval catheter kinked. The device continued to be pulled, against resistance, through the sheath. The fully intact wire was pulled through the filter and out of the pt. Along with the wire came 6-8cm of the retrieval catheter. The filter and the remaining retrieval catheter were left behind at the level of the sheath. Multiple attempts were made to retrieve the separated device and filter. After approximately a 45 minute delay in the procedure, the filter and remaining retrieval catheter were retrieved with a pinching device, which pulled the device into the sheath. Everything was removed from the pt as one unit. There was no adverse pt sequela reported. Although requested, there was no additional info provided.